Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies to address the issue. The customer reported using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.